Manufacturer narrative:
H6: code 213: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
(B)(4): a review of the manufacturing records for the device(s) is being conducted. (B)(4): according to the instructions for use (IFU) for the gore® dryseal sheath, potential adverse events adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an aortic arch aneurysm. A gore® tag® conformable thoracic stent graft with active control system (ctag ac) was implanted using a gore® dryseal flex introducer sheath. During the secondary deployment of the ctag ac, the stent graft unintentionally moved about 5 mm to the peripheral direction. The physician chose not to correct the positioning. Angiography after removal of the sheath revealed a localized dissection within the right external iliac artery (reia). A gore® viabahn® vbx balloon expandable endoprosthesis was deployed to cover the localized dissection. The patient tolerated the procedure. The physician stated that the diameter of the eia was as thin and measured about 7 mm, and the risk of blood vessel damage was a possibility.